Manufacturer narrative:
The customer¿s report of an incorrect dose infused was confirmed. Analysis of the pcu event log shows the only heparin infusion occurred at 4:12 pm on (B)(6) 2017. The user programmed heparin (IV drip) low intensity 25000unit in 250ml (drugid 174) to infuse at a rate of 7ml/hr (dose = 700unit/hr) with a vtbi of 250ml at 4:12 pm on (B)(6) 2017. The infusion ran until 5:31 pm when the device was channeled off. The volume recorded as being infused during this period was 7.98ml. The root cause of the customer¿s experience of an incorrect dose infused was identified as due to user programming.

Event description:
The customer reported that after vascular surgery, an incorrect dose of heparin infused. The heparin (25,000 units/d5w 250 ml), was intended to infuse at 14 units/hr which equates to 0.14 ml/hr. After the event, a scheduled heparin assay lab result was noted to be subtherapeutic. The customer stated no patient harm was noted as a result of the event.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported an incorrect dose of heparin infused. Biomed requested an event log review to determine programming details. Although requested, no other details were provided, and no patient harm was reported.